Event description:
It was reported that the patient underwent treatment for l5-s1 grade 5 spondy with implant of posterior fixation at l4-s1 using titanium rods, screws, non-break off setscrews, and autograft. No interbody device implanted and only one screw was implanted at s1. Reportedly the surgeon reduced "quite a bit." It was reported that sometime post-op three setscrews backed out and the patient underwent a revision surgery.

Manufacturer narrative:
The explanted devices were returned to medtronic for evaluation. Visual examination of the returned device found that the rod may not have been normalized to the multi-axial screw. Both rods indicate that the construct may have slipped and/or loosened under loading. A review of the device history records found no documentation to indicate a non-conformance to specification.